Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was not triggering breaths. There is no information of patient involvement as of this time.

Manufacturer narrative:
Result of investigation: vyaire field service representative (fsr) evaluated the device on-site, and an operational verification procedure (ovp) was performed and the unit passed all testing. The ventilator is operational and meets OEM (original equipment manufacturer) specifications.